Event description:
It was reported that a hair was inside the product packaging. It was sealed in covering and extended into where the biopatch lied.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: the unit was not returned for evaluation. However, a picture was provided as part of the complaint report. Based on the picture provided, it was evident that the package was closed and that there was a hair located insite the blister seal area of the packaged product. Device history record (DHR) of the finish goods lot#1143390 was reviewed. The manufacturing date is 2014-09 and the expiration date is 2016-09. Record review shows that process controls are in place to prevent occurrence and detect the reported condition (hair in blister seal area). The fg lot#1143390 was released for distribution on (B)(4) 2014 in compliance with the product specifications and integra requirements. No anomaly or discrepancies were reported during the manufacture of the fg lots that could be related to the reported condition (hair in blister seal area). Retain samples for fg lot#1143390 were evaluated on (B)(6) 2015 as part of this investigation. There were 100 units retained for the lot reported. All units were visually inspected and the reported condition (hair in blister seal area) was not observed in any of the retain samples. There was no ncr, CAPA and/or scar related to reported condition. No other complaints have been received for fg lot #1443390 regarding the reported condition (hair blister seal area) or any other condition. A review of complaints history from january 2013 to february 2015 revealed a total of four (4) complaints (including this one) related to the reported condition (hair in package) for biopatch product family. Complaint occurrence rate was approximately (B)(4). Conclusion: based on the reported information and picture included as part of the complaint report, the reported condition (hair in blister seal area) was confirmed. The location of the hair indicated that it entered the tray before or during the sealing operation. No assignable causes that could be associated to the manufacturing process of biopatch were identified based on the review of the device history record (DHR), CAPA's ncr's, scar's history and retain samples evaluation. Current process controls are in place to prevent occurrence and detect the reported conditon (hair in blister seal area).